Event description:
The customer called and reported experiencing low blood glucose of 35 mg/dl. She stated she called her doctor and treated with glucose tablets. After twenty to thirty minutes, her blood glucose was 115 mg/dl. The customer also reported that a part of the sensor became stuck in the serter and there was bleeding upon sensor insertion. The sensor will not be returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.